Manufacturer narrative:
Concomitant medical products: 40658 lead, implanted (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead impedance has been trending down for awhile and the atrial threshold has been rising. No troubleshooting has taken place but the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead impedance was low and small p-waves were observed. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.